Manufacturer narrative:
The device has not been returned to (B)(4) for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is rec'd and the investigation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal would not load properly. "It appears the seal folds over on itself inside the loader when the tabs are squeezed." A new device was used to complete the case. There were no pt effects. The product is returning.